Event description:
On (B)(6) 2012 customer reported a leak below the liquid waste drawer on the dxi 600 instrument. Customer stated that when the drawer was opened there were signs of a leak, specifically there was dried "crud" on top of the liquid waste containers. Customer stated they do not use the liquid waste containers as their instrument is plumbed to a drain. Customer reported that nobody was exposed to or injured as a result of the leak. The volume of the leak was unknown. No erroneous patient results were generated as a result of this event. Field service engineer (fse) inspected the instrument and observed the leak from the wash buffer transfer peri-pump tubing. Fse replaced the tubing and this resolved the issue. The repairs were verified and no further leaks were reported.

Manufacturer narrative:
(B)(4).